Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to covidien that the customer had an issue with the enteral feeding pump. Upon triage, on (B)(6) 2018, service found that the pump is not alarming.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for "no audible alarm." The unit was triaged and the customer¿s reported condition was confirmed. The issue was isolated to the printed circuit board. A trend has been identified and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.